Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman certas plus programmable valve was implanted in a patient via lumbar peritoneal shunt on (B)(6) 2021 with an initial setting of 5. The doctor thought that the valve did not flow at all and tried to reduce the pressure, but the pressure could not be changed. It was reported that blood had entered during the operation. It is unknown if the patient was symptomatic when the shunt valve was not able to change settings. The patient was taken to the operating room on (B)(6) 2021 for a shunt valve revision; the valve was removed and replaced. The patient is currently in follow-up. No further information was provided by the hospital.

Manufacturer narrative:
The certas valve (828806) was returned for evaluation. Device history record (DHR) - the product code 828806 with lot 5320213 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defect was noted. The position of the cam when valve was received was at setting 5. The valve was hydrated per internal process. The valve passed the test for programming, occlusion, leakage, reflux, siphon guard and pressure. At the time of investigation, the valve was functioning. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer ("pressure could not be changed. It was reported that blood had entered during the operation") could be due to biological debris and protein build up interfering with the valve mechanism. But, at the time of investigation, no pressure or programming difficulties were noted.

Event description:
N/a.